Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, pain, increased sensitivity, swelling.